Event description:
It has been reported to philips that the machine was not booting up and stuck in a loop. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. A philips field service engineer (fse) replaced the image processing pc (ippc) and the software was reloaded. The system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed by moving patient to another room. The remote service engineer (rse) inspected the system remotely and identified that the ip (image processing)pc was failing to boot up and the timer was stuck at zero. The field service engineer (fse) went onsite and confirmed the reported problem. The review of system log file confirmed the malfunction of frontal ippc. The cause of the ip pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ip pc and reloading its software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.